Event description:
It was reported that a patient underwent a distal gastrectomy procedure on (B)(6) 2013. The patient developed a surgical site infection between the surface of skin and under the deep part of the skin and is undergoing drainage. Currently, the patient feels fine. The surgeon opines that a possible cause for the infection is that a channel between the abdominal cavity and the outside of the body developed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.